Event description:
Bed rail at the foot of the bed allegedly would not stay up and patient allegedly fell out of the bed and broke his left ankle. Serious injury alleged.

Manufacturer narrative:
The consumer is a male, (B)(6). The consumers bed rail on the right side (laying in the bed) towards the foot section allegedly did not stay up, causing the consumer to fall out of bed and injure his ankle. The dealer stated that the caregiver, user's daughter, was unclear if the consumer was sleeping and rolled or if he was attempting to get up out of the bed and fell. The consumer did go to the emergency room and sustained a broken ankle. The consumer did have a cast on their ankle when the dealer went out to switch out the rails. The bed system was put in the consumer's home on (B)(6) and the incident allegedly occurred on (B)(6). The dealer would not provide the consumer's contributing medical conditions.